Event description:
It was reported that the user experienced repeated occlusion alerts during multiple infusion set changes on the ilet system, with high glucose readings on both the ilet and fingerstick. The user acknowledged connecting the insulin cartridge to the connector outside of the pump, which can bend the connector needle and lead to occlusions. A full set change was performed in the proper order and replacement infusion sets were provided. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact and blood glucose stabilization to 161 mg/dl. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure related to the infusion set connector component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.